Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information has been corrected which was not correct in the initial report. The information has been provided in section h6 (medical device problem code) with this report.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Select patient information cannot be provided due to regional privacy regulations. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported dog chewed the insulin pump. Troubleshooting was performed and found that the screen and front face was chewed, cannot see the top half of the screen, it has got lines across it. Also reported damage to the insulin pump's retainer ring and reservoir not able to lock in place when inserted into pump. No harm requiring medical intervention was reported. The customer will discontinue the use of the insulin pump and revert to a backup plan as per health care provider instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump was received with extensive dog chew marks on the front, back, and reservoir compartment area which has caused a blank display due to cracked lcd glass. There was not a reservoir installed when the pump was received for testing. Additionally, the pump has a broken reservoir tube lip, a missing retainer, and a missing reservoir tube o-ring. Unable to perform the self test, sleep current measurement, active current measurement, and displacement test or download the pump trace and history files using thump due to the blank display. The pump was cut open for visual inspection. No evidence of physical or moisture damage was found on pcba 2, the motor, force sensor, or vibrate harness assembly. The following were noted during the physical inspection: extensive dog chew marks (pump case, reservoir tube area, keypad overlay, lcd window, and battery compartment), cracked lcd glass, missing retainer, broken reservoir tube lip, scratched case, cracked select button keypad overlay, stained keypad overlay, missing display window cover, pillowing keypad overlay, and missing reservoir tube o-ring. Extensive dog chew marks (pump case, reservoir tube area, keypad overlay, lcd window, and battery compartment). Blank display is confirmed due to cracked lcd glass. Download difficulty is due to the blank display. Missing retainer, broken reservoir tube lip, and missing reservoir tube o-ring are confirmed. Unable to lock a test p-cap into the reservoir compartment due to the dog chewing damage deforming the reservoir tube opening. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.